Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response in multiple episodes. The patient was admitted in hospital for further evaluations, laboratory exams, medication or reprogramming. At this time device remains in service. No additional adverse patient effects were reported. Additional information was received which indicated the device was explanted due to therapy upgrade. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response in multiple episodes. The patient was admitted in hospital for further evaluations, laboratory exams, medication or reprogramming. At this time device remains in service. No additional patient effects were reported.